Event description:
The hosp reported that during prep for a coronary artery bypass procedure, the heartstring iii failed to load properly. The green buttons were held on the heartstring iii however the seal was no set properly and it became deformed and cracked. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage and slight evidence of blood. The delivery device was returned inside the loading device. The seal, tension spring assembly and the anchor tab were inside the loading device. The seal was folded in the delivery tube and a portion of the lock button were blue, not green as stated in the event description. The blue slide lock was not activated and the white plunger was not depressed on the delivery device. Based upon the received condition of the device the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot #. There was no non conformance recorded in the lot history. (B)(4).